Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had been tired and confused the days prior to the event and administered additional insulin the evening of the event. Although the patient¿s cgm displayed 65 mg/dl, the patient was confused and disoriented, the patient¿s spouse administered glucagon and called emergency medical services (ems). The paramedics arrived and performed a bg which was 39 mg/dl post glucagon. The patient was transported to the hospital and a 30 ¿ 50 mg/dl difference between the cgm and bg were noted in the emergency department. The patient was admitted to the hospital and diagnosed with a urinary tract infection (uti). At the time of the conversation with the patient¿s spouse, the patient was being discharged from the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.